Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 26 mmol/l at the time of incident. Customer treated with insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had no delivery alarm. Customer alleges insulin pump was under delivering. Customer declined troubleshooting. The insulin pump will be returned for analysis.